Manufacturer narrative:
Additional product component: model number/catalog number 72404155, batch/lot number 152299006, model/catalog description reservoir 65ml pc/iz.

Event description:
It was reported that the patient experienced inflation issues due to fluid leak with an inflatable penile prosthesis (ipp). The ipp still remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced inflation issues due to fluid leak that started immediately following the implant of an inflatable penile prosthesis (ipp). The ipp still remains implanted and active.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be confirmed as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.